Manufacturer narrative:
(B)(4). The customer returned 11 cartridges from unit 544230 hemolok ml clips 6/cart 84/box for investigation. Ten of the cartridges were re presentative samples. There were also three and a half clips returned loose. Visual examination of the returned cartridges and clips revealed that the actual sample appears used as there is biological material present on the loose clips and the cartridge. The loose clips were all broken in half at the hinge. The damages observed are consistent with hyperextending the clips, improper loading of the clips and/or using a damaged applier. There was 1 clip remaining in the cartridge. All of the representative samples appear typical. The clip applier was not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the lone remaining clip in the actual sample. A lab inventory clip was used. The clip was able to properly load into the jaws of the applier and successfully attach to over-stressed surgical tubing. Functional inspection was also performed on three of the representative samples. For the first cartridge, all 6 clips were able to properly load and close in the applier. Two of the clips were successfully applied to over-stressed surgical tubing. Two more other remarks: cartridges were tested with the same results. None of the clips that were tested were broken or broke during functional testing. No issues were found with the representative samples. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clips broke" was confirmed based upon the sample received. The actual clip cartridge was returned with 10 representative samples. There was 1 clip remaining in the cartridge and three and a half clips returned loose. All of the loose clips were broken in half at the hinge. The damages observed are consistent with hyperextending the clips, improper loading of the clips and/or using a damaged applier. The remaining clip in the cartridge and three of the representative samples were functionally tested with no issues found. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that: involving a (B)(6) patient being treated for cholecystectomy. When inserting the clip on the applier, the clip broke. Five clips from the lot number broke. No clips fell in the patient. Clinical consequences: increase of the time of the surgery.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73h1700253. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: involving a (B)(6) patient being treated for cholecystectomy. When inserting the clip on the applier, the clip broke. Five clips from the lot number broke. No clips fell in the patient. Clinical consequences: increase of the time of the surgery.